Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cycler was giving drain complication messages during drain 3/4. The patient contact stated that the pin on the stay safe connector was pushed by accident. The treatment was cancelled, and the patient was reported to revert to continuous ambulatory peritoneal dialysis (capd) to continue. Follow-up information with the patient contact revealed that the reported connector came loose, and fluid was found on the floor. It was not specified what connector was affected by this event. The patient was admitted to the hospital for peritonitis on (B)(6) 2017. The patient contact believed that the connector coming loose may have caused the peritonitis. The affected product was reported to be available to be returned to the manufacturer for physical evaluation. No further information has been made available at this time.

Manufacturer narrative:
Follow-up #2: additional information and device evaluation additional information: device evaluation: the complaint device was not returned for analysis; however, the customer returned 21 companion samples for evaluation. A visual inspection was performed on four companion samples and no cracks or defects were found. A dimensional inspection was performed on these samples and had acceptable results. The four companion samples were then tested using a liberty cycler for simulated use and passed. During the simulated use test, there were no observations of leaks or disconnections of the adapters. The devices worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. There were no non-conformances, or any rework associated with the reported complaint event. The lot met all specifications for release. Testing of the returned companion samples and review of the DHR did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of adapter leak was not able to be duplicated. Although the evaluation of the companion samples confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information: clinical investigation-a possible temporal relationship between the connector becoming loose, the fluid on the floor, and the adverse event of peritonitis and subsequent reported hospitalization may exists. However, additional information (such as the discharge summary from the hospital, lab results, treatment details, patient comorbidities, and patient disposition) is needed to make a possible determination of possible causality.